Event description:
The physician used the catheter and the patient developed cellulitis. The following additional information was provided by the customer (nurse practitioner, (B)(6)) on (B)(6) 2012: patient: female. Cellulitis developed in (B)(6) 2012 (specific date unknown). A culture was not done on this patient as the patient was out of the country and by the time she returned, the cellulitis had completely resolved. The catheter lot is lot 0000390123. The patient was only treated with neosporin and oral augmentin. No defect with the product was reported and there is no other information available. On (B)(6) 2012, the customer indicated that the patient's catheter was not removed, so is still in use by the patient and will not be available for evaluation.

Manufacturer narrative:
(B)(4). Three (3) patients developed cellulitis, this is report 1 of 3. Investigation summary: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. A definitive root cause could not be identified for this failure mode as a complaint sample was not provided for evaluation. A corrective action plan is not required since a definitive root cause was not identified for this failure mode. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.